Manufacturer narrative:
This was initially reported on the summary report dated 8/30/2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced recurrence of the stress urinary incontinence, urinary problems, and abdominal pain. The plaintiff also allegedly experienced leakage. Furthermore, it was reported that the plaintiff died. No cause of death was reported.